Event description:
Patient contacted dexcom technical support on (B)(6) 2013 to report that on (B)(6) 2013 patient had experienced a hypoglycemic event and passed out. Patient claims cgm value was reading 79 mg/dl while blood glucose meter value read 38 mg/dl near time of event. The paramedics were called. Upon arrival, they administered a glucose IV until patient was revived. At the time of her call to dexcom technical support, patient reports being in fine condition.